Event description:
New information received indicates that programming changes were planned to be made. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with noise on the rv lead via merlin.net transmission. No other electrical abnormalities were noted. The lead will be explanted and replaced.